Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 335 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was treated for the high blood glucose with a bolus. The customer felt that their insulin pump was under delivering insulin. The customer was assisted with trouble shooting and the device passed all test functions. The customer stated that they program their own settings on the insulin pump but they get the settings approved by their health care provider. The customer did not return the product back for analysis.